Event description:
Pt was revised to address hyperflexion with varus overload resulting from a fall. Pt also had recurrent swelling. The tibial insert was damaged and worn on the posterior medial corner.

Manufacturer narrative:
Evaluation was not possible, as the product was not returned. A search of the complaint database did not reveal any other reports for the manufacturing lot. The initial reporting stated the product is not suspected of failing to meet specifications or contributing to the event. The investigation could not verify or draw any conclusions about the root cause of the reported event, however, provided info stated pt trauma (fall) was a contributing factor. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Should additional info be received, the complaint will be reopened. Depuy considers the investigation closed.